Manufacturer narrative:
Block b3: no event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date, based on the date of the social media post, (B)(6) 2019, and the event comment of "in past few weeks." Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: patient code 3191 captures the patient event of colostomy. Block h10: the device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block d4: device upn corrected.

Event description:
On november 1, 2019, boston scientific corporation became aware that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. According to a social media post on (B)(6) 2019, the patient suffered from terrible complications post procedure and a colostomy was performed. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date, based on the date of the social media post, (B)(6) 2019, and the event comment of "in past few weeks." The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On (B)(4) 2019, boston scientific corporation became aware that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. According to a social media post on (B)(6) 2019, the patient suffered from terrible complications post procedure and a colostomy was performed. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.